Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the amia connector was received for evaluation attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The amia connector was connected and disconnected with no issues; therefore the reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia pd cycler set could not be disconnected from the female connector of the minicap transfer set. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.